Manufacturer narrative:
The thermogard console (sn: (B)(4). Involved in the reported complaint will not be returned to zoll for evaluation and was not evaluated at the customer site because the customer's biomed was unable to replicate the error mesage. Service was not required to be performed by zoll. The thermogard console was placed back for clinical use.

Event description:
During training, the thermogard console (sn: (B)(4). Displayed tcmid:05 (coolant diff failure) error message. However, the hospital's biomed was unable to replicate the error message. No patient involvement.